Event description:
It has been determined, that the device associated with this complaint is not PMA approved. This record is no longer reportable to FDA. And will be un-reported.

Event description:
Patient reported rupture. Device has been explanted. This relates to the right side.

Manufacturer narrative:
Continue adverse event problem: f2203. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.